Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the appendix during laparoscopic appendectomy, the stapler did not fire. The first staple line was incomplete at the distal appendix tissue. The surgeon was able to press the green button and squeeze the handle. They replaced the device with a new stapler and reload to resolve the issue in order to complete the case. There was no patient injury.